Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She believed she was able to remove the pledget pieces but sought medical attention to ensure no pieces remained. A vaginal exam was performed and no pledget pieces were found. She did not receive additional medical treatment and did not experience any adverse health effects.